Event description:
It was reported that the patient experienced inadequate stimulation due to migration of the lead of the spinal cord stimulator (scs). Imaging was performed to confirm migration of the lead. The patient underwent a lead revision procedure and is doing well post operatively.

Event description:
It was reported that the patient experienced inadequate stimulation due to migration of the lead of the spinal cord stimulator (scs). Imaging was performed to confirm migration of the lead. The patient underwent a lead revision procedure and is doing well post operatively. Additional information was received that the lead was explanted during the revision procedure and discarded by the facility.